Event description:
A nurse reported a 3m¿ ranger¿ blood/fluid warming high flow set leaked during patient use. No injuries or medical interventions were required due to the alleged malfunction.

Manufacturer narrative:
The device has not been returned to solventum for analysis. Solventum is unable to verify root cause without a sample. Based on the problem description and photos provided, the reported issue was determined to be a heat exchanger leak. Possible causes of heat exchanger leaks include over-pressurization above 300 mmhg, insertion or removal of pressurized heat exchanger from heating unit, and heat exchanger not fully inserted into the heating unit. A review of the batch record showed this lot met all specifications for product release and no deviations were found that could have caused or contributed to the reported malfunction. Solventum will continue to monitor.